Manufacturer narrative:
Although it has been reported that the device used in the reported incident will be returned by the end user hospital, it has yet to arrive. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted.

Event description:
Prior to insertion of a power-injectable PICC device, the guidewire started to unravel inside the patient. The guidewire was removed with no fragments left behind. A new guidewire was used and the procedure continued with no harm to the patient. The hospital concedes that a technique issue could have been responsible. The used guidewire will be returned by the hospital for evaluation.